Event description:
The email received from the (B) (6) study indicated that approximately 5 months after having a stent placed in the left carotid artery, the pt experienced a left hemispheric ischemic stroke. The event was noted to be unrelated to the index procedure and implanted product. At the one-year follow-up this past month, the site was informed by the pt that the pt had suffered some type of stroke in (B) (6) of 2009. It was noted that the pt had stopped taking her plavix and aspirin at some point prior to the stroke. At this point, we have no more info on the event, as the pt refuses to come in to be evaluated. The site reiterated that the stroke is in no way related to the index procedure or implanted precise, but likely related to the pt getting off her meds. The pt also has a significant history including hyperlipidemia, history of smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stroke is a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Factors that may have influenced the event include pt, procedural, pharmacological and lesion.

Event description:
Additional information obtained from the clinical events committee (cec) adjudication minutes notes that mr angiography demonstrated complete occlusion of both carotid arteries. It is not specified where the occlusion was in reference to the stent.

Manufacturer narrative:
Post adjudication complaint conclusion: the email received from the (B)(4) study indicated that approximately five months post index procedure, the patient experienced a left hemisphere ischemic stroke and carotid artery occlusion. This is a (B)(6) female with medical history including hyperlipidemia, history of smoking, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, and hypertension. The target lesion was left internal carotid artery described as 40 mm in length, moderately calcified, eccentric, ulcerated, and 80% stenotic. An angioguard was inserted, advanced and deployed past the target lesion without report of difficulty. One precise stent was implanted at the target lesion without report of difficulty. The angioguard was retrieved without reported difficulty; however, it is unknown if there was debris in the basket. The patient was discharged on an asa and plavix regimen. Approximately five months post index procedure, the patient presented with an acute left sided (ipsilateral) ischemic stroke. It was reported that the patient had stopped the antiplatelet therapy at an unknown time prior to the stroke event. The stroke event was noted to be unrelated to the index procedure and implanted product. Additional information obtained from the adjudication minutes notes that mr angiography demonstrated complete occlusion of both carotid arteries. It is not specified where the occlusion was in reference to the stent. At this point we have no more information on the event, as the patient refuses to come in to be evaluated. The site reiterated that the stroke is in no way related to the index procedure or implanted precise, but likely related to the patient getting off her meds. The stent remains implanted thus unavailable for analysis. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14029174 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14029174. Arterial restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. In the face of carotid restenosis, the ischemic stroke is likely related to the slowing or stoppage of blood through the diseased lesion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that medication regimen, patient and vessel factors may have contributed to the reported events.

Manufacturer narrative:
Additional information is pending and will be submitted upon receipt.